Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostim ulator. (B)(4).

Event description:
A patient implanted for chronic low back pain, spinal pain, and radicular pain syndrome (radiculopathies) reported that on december 14th the implantable neurostimulator (ins) they used for their hand was too strong when they turned it on, and they couldn't move their arms. The patient stated they knew stimulation wasn't set that high last time they used it, and didn't know how it got that high. The patient was also experiencing their arms shaking and heart racing even after stimulation was turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.